Event description:
This is a report of a patient death received from baxter (B)(4). The patient died at home and was not performing therapy at the time of death. Per the patient's spouse, the cause of death was due to a combination of heart and kidney problems. The nurse could not provide a cause of death or causality. It is unknown if an autopsy was performed and the death certificate is unavailable. The death occurred suddenly at the kitchen table. No additional information was provided. The nurse could not state cause of death or causality; only that the event occurred suddenly at kitchen table. The problem occurred after patient use.

Manufacturer narrative:
(B)(4). The customer reported that the patient passed away. The cause of death was due to a combination of heart and kidneys and the patient's medical history includes diabetes. The spouse did not believe the death was related to the pd solutions or device. A review of the device's logs revealed no device failure, malfunction or iipv events that could have caused or contributed to the reported event. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted if additional relevant information becomes available.